Manufacturer narrative:
Based on the claim against the product by the customer noting errors on arm4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The usm was analyzed and tested on an in-house system in normal mode where it replicated errors 23068 and 23069. Usm was then tested on a pftp where it failed cva characterization on the insertion. A gold insertion cva pca was installed, and the error went away. The original insertion cva pca was installed, and the error came back. The insertion cva pca will be replaced as a fix to the reported problem. The complaint regarding the errors on arm4 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the arm 4 was disabled and was not working. The arm was hard to move when pressing the clutch button and had no led lights. The error occurred again, the technical support engineer (tse) suggested the option to recover from the fault that time, the nurse stated they recovered, and he arm started working again. The tse viewed error logs and saw error 23069 errors on universal surgical manipulator (usm) 4 axis 3. Th customer stated they were using arm 2-3-4, and tse recommended if the error persist to use arm 1-2-2 to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the errors occurred while the procedure was going on. The surgeon did not disable arm due to issue. The surgeon only used three arms the entire procedure. The actions taken to resolve the issue at the first occurrence they did a complete reset/powered off and back on. After subsequent times they were able to clear the fault. The procedure was completed as intended with no change. No harm or injury to the patient.